Event description:
It was reported by the pt that the implanting surgeon implanted a visian icl ( implantable collamer lens) model micl 12.6mm lenses bilaterally in 2007, in the pt's left eye and the right eye one day prior. The pt reported visual blurring, vision impairment and increased intraocular pressure and was developing a cataract. The pt went to a different surgeon and had the lenses removed in 2008. It was reported that the pt is still having visual problems. More info has been requested, but none forthcoming. If more info is received a supplemental medwatch report form will be sent. A separate report has been submitted for the fellow eye.

Manufacturer narrative:
Evaluation: a lens serial work order search was performed for similar complaints within the search and there was one similar complaint. Conclusions - at the conclusion of the original investigation opened for the issue of icl vaulting ( both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.